Event description:
It was reported that the customer experienced an elevated blood glucose level of ¿high¿, although a specific value was not given. Reportedly, the customer did not complete the load sequence within the allotted time. Customer addressed their bg with a manual injection. Tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.